Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
(B)(4). Case description: 8110 sn: (B)(4) customer stated that he did the calibration and the 8110 passed. But when he does the pm it still fails at the same point. Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: pm testing. Case resolution: I explain to the customer that he may need to change out the force sensor board to correct this problem. I also let the customer know that he should send the 8110 in due to that it passes the calibration but not the pm. I informed the customer that he may have another problem. The customer said ok, that he would just send the 8110 in for repair. And the call was ended.